Manufacturer narrative:
Returned product consisted of the watchman access sheath (was) with the dilator inside the sheath as received. Blood was on the device and the valve was open and loose. The hub, shaft, and tip were examined. The tip was damaged with slight buckling and liner delamination. The resistance and difficulty advancing could not be confirmed because the clinical circumstances could not be recreated. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed may 30, 2017. It was reported there was resistance and difficulty advancing the access system. A left atrial appendage (laa) closure procedure was performed. A watchman® access system was attempted to be advanced into the patient; however, there was high resistance when attempting to advance through the femoral access site. Several attempts were performed but it would not advance. There was no smooth transition point between the traumatic portion of the sheath tip and the body of it. The physician ended up replacing the access system for a new one to complete the procedure successfully. There were no patient complications. However, device analysis revealed inner liner delamination on the tip of the access system.